Manufacturer narrative:
Visual analysis was performed on the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no indication of a lot specific product issue. The investigation was unable to determine a cause for the tip being retracted into the distal sheath. Potential causes for tip detachment include, but are not limited to, anatomical conditions, withdrawal technique, incorrect vessel sizing, and incomplete stent deployment prior to withdrawal, inadequate pre-dilation of the target vessel, manufacturing, or materials related. It may be possible that the tip caught on the stent or introducer sheath during retraction causing the separation; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the non-calcified right superficial femoral artery. An unspecified 6x150mm balloon was used at six atmospheres for two minutes. A 5.5x180mm supera self-expanding stent system (sess) was used along with a non-abbott 6f introducer sheath and a non-abbott guide wire, and the stent was implanted. A second unspecified supera stent was deployed in the anterior tibial artery, and it was noticed that the tip from the first supera had separated and was in the patient. A balloon device was used to push the tip into the introducer sheath, and the tip was removed. There was no clinically significant delay in the procedure. No additional information was provided.